Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. No additional information is available at this time.

Event description:
New information received notes that the patient tolerated the procedure well. He was discharged home with a life vest in fair condition.